Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient on impella 5.5 support experienced ventricular tachycardia (vt) requiring treatment with an amio bolus. Impella suction alarms occurred over night so the p-level was lowered. The following day albumin was given to improve flows. Additionally, swelling was noted on the patient¿s right arm with stable right radial waveforms. The patient continued to experience vt events requiring defibrillation. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : data review: data logs showed pump ran without issue during support. There were suction alarms triggered in the first 4 days of support then were resolved. There were no mc spikes, abnormal ps or purge issues observed during support. Pump suction issue: the cause of suction issue was most likely patient condition related since the suction was improved after albumin transfusion. Tachycardia: in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Epistaxis/inflammation: the cause of the injury was not determined due to insufficient clinical details. Device history lot : device lot #: 1937661. Device history batch : subcomponent lot#: n/a. Device history review : pump sn: (B)(6) passed all post sterile inspection checks.